Event description:
It was reported to boston scientific corp, that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the suture detached, outside the pt's left side, after the physician tried to pull the leg assembly out of the vagina. The pt's scar tissue from a previous surgery (date and procedure details are unk) made it difficult for the physician to pull the leg assembly through the sacrospinous ligament. As a result, the dilator bunched up when the physician tried placing the device on the pt's right side. The procedure was completed with another pinnacle posterior pfr kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).